Manufacturer narrative:
The info on this per was provided by stryker orthopaedics clinical affairs department. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
A (B)(4) subject reported leaning forward while seated in a chair and felt their hip pop. X-rays showed a dislocation of the hip with loosening of the acetabular component. The pt was terminated from the study due to revision of the study device.